Event description:
The customer reported that the insulin pump alarmed no delivery, and the customer ended up in the hospital two weeks ago due to high blood glucose. The blood glucose reading was 585 mg/dl. Troubleshooting was performed. The programming and alarm history were correct. The infusion set was changed and the customer did not want to disconnect again and ran insulin thru the device to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.